Manufacturer narrative:
The customer cleaned and dried up the puddle, and homed the instrument. The instrument was running fine without error or leaks. As of (B)(4) 2011, no further leaking complaint was filed.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak on unicel dxc 600 pro synchron clinical system. The customer received hydro error and also observed a clear liquid puddle on hydro tray and on the floor. There was no effect to patient or user.